Event description:
Amico has supplied columns with an attachment used to support ivpumps with power. We are calling this device a "tree." The column provides 120v power and support when moving the bed in the room. This device can also be supported by the bed for transport. While moving some device around on the column, the "tree" fell out of the mount, dropping several pumps to the floor and damaging 5 units. The patient was connected to therapies at the time of the incident.